Manufacturer narrative:
The kit was returned for evaluation: device history record (DHR): lot 4040101 conformed to the specifications when released to stock. Unique device identifier (UDI) : (B)(4). Failure analysis: the issue of the complaint was not confirmed: no visible damage to the sensor, catheter material, or connector. The device passed eletronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to improper use or excessive force on product; physical strength of materials unfit for intended use.

Event description:
A facility reported malfunction of the neuromonitor bolt kit. Before procedure, the doctor was trying to perform the zeroing and found this sensor was not functioning. The monitor showed the message: "no transducer detected". No patient contact/injury reported and the event did not led to surgical delay.